Manufacturer narrative:
Correction to initial report: g3 date received by manufacturer has been updated from 11-mar-2026 to 23-mar-2026.

Event description:
It was reported that the unit has error code 41622. The event occurred during testing. The device evaluation was able to confirm the reported error code.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted debris in the motor gears preventing rotation. The motor gears were cleaned. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.